Event description:
It was reported that the procedure was to treat two lesions in the left anterior descending (lad) artery with mild tortuosity and mild calcification. The prowater guide wire was placed successfully and two stents were placed in the distal and proximal lad. The prowater guide wire was then attempted to be removed, but resistance was noted. It could not be confirmed what the resistance was with, and the physician was unsure if the guide wire was jailed with a stent. The guide wire was pulled out, and it was then noted that the distal end of the guide wire was separated and remained in the vessel. The patient was brought back to the cath lab the next day, in an attempt to snare the guide wire portion, but this was not successful. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). With the provided information, it is inferred that the distal section of the prowater might be caught by the 2nd stent or by the 1st stent when the 2nd stent was deployed, and that the removal manipulation against the resistance lead to the breakage of the guide wire due to applied force that exceeded the product design limit. The warning section of the instructions for use (IFU) describes: never push, auger, withdraw, or torque a guide wire that meets resistance. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. Do not manipulate the guide wire through stent struts. Separation or breakage of guide wire is one of possible complications and adverse events. The device is manufactured by (B)(4). Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.